Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The patient's blood glucose levels reached 600 mg/dl. The patient changed the pod and drank water. The patient claimed they went into diabetic ketoacidosis (dka).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The data presented no anomalies. No damages capable of causing a failure to deliver insulin were observed. The device was received partially deployed. The linkage assembly failed to fully retract, and the formed needle protruded past the needle well. The linkage assembly still failed to retract fully upon removal of the top housing. The mechanism rail swage was observed to be damaged. The action of undoing the damaged portion of the swage allowed the linkage assembly to retract fully. This damage ultimately caused the formed needle's failure to retract. The needle's failure to retract would not affect the device's insulin delivery.